Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an open button that does not work was confirmed during product evaluation. The root cause of the reported problem was determined to be an inoperable open key. Appropriate action was taken to correct the reported problem by replacing the pump head module keypad. (B)(4). This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "open button does not work ". This condition had the potential to interrupt delivery. This condition was found in the central supply department. This event occurred during programming/setup. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.